Manufacturer narrative:
Evaluation summary: the device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found minor wear and a slightly bent rear corner. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The service center reported finding that several of the fuse clips were spread. The investigation isolated the failure to the fuse clips, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The fuse clips were replaced to address the condition. The service center reported that functional testing found that the unit was slightly over specification during 75 watt and 300 watt tests of section 4.13. The investigation found that after section 4.13 was completed, 75 watt and 300 watt of the low cut test were performed several times and output was within specification each time. The service center reported that the values of k8 - k11 were off. The investigation isolated the failure to the k8 - k11 relays, but a root cause was not identified. The relays were replaced to address the condition. The service center reported that the nose cone assembly had 8 cracked connecting pins. The investigation isolated the failure to the nose cone assembly, but a root cause was not identified. The nose cone assembly was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit created spark which lead to operating room fire. No further information available. There was no injury caused to the patient and no medical intervention was required.